Event description:
Following bypass, and during ICU cardio-pulmonary support (cps), blood reportedly leaked and sprayed from the bio-pump circuit. The patient later expired, although the exact time of death is unclear. Device service time is also unknown.